Event description:
It is reported that the pt was revised due to loosening of the tibial component.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: three photographs of x-rays were received with the complaint for review: one taken one week after implant, one taken prior to revision surgery, and one of the revision implant. With only one angle provided on the x-rays, it is difficult to evaluation fit and orientation. The second x-ray appears to show tibial subsidence; however, this cannot be determined definitively as the second x-ray was taken at a different angle from the first. Surgical notes were received for the revision surgery and indicate that the extensive scar tissue and significant bone grown on the posterior medical aspect of the tibia were removed. Failure to fully cement and pressurize the implant during the doughy phase or cementing in the advanced stages of polymerization may lead to loosening. Implant surgical notes were not received; therefore, the cement technique could not be evaluated. A definitive root cause cannot be determined at this time. As returned, the tibial component has bone cement packed into the stem hole and the pmma coating has worn off. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.